Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the pump history showed an occlusion alarm. An occlusion alarm was reproduced for testing purposes. The alarm was accurately recorded in the pump history with the correct time and date. The pump alarm history was found to be recording properly. The allegation of a pump issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The pump history incorrectly indicated that an occlusion alarm occurred in the morning and not in the evening. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery